Event description:
Blister/breakdown under border/mass. Reporter states they have had an open area at the 12 o'clock position around peristomal skin for 3 months. The open area is one half inch from stoma. It measures three quarters x one quarter inch x one eighth inch; deep with pink tissue.

Manufacturer narrative:
Based on the available information, the adverse event "blister/breakdown under border/mass" near the stoma is deemed a serious injury as the "open" area/tissue may become severe enough to warrant medical intervention to bring under control. Reporter spoke with a nurse on (B)(6) 2013 who recommended stomahesive powder and aquacel with pieces of stomahesive skin barrier sheet over open area. Alternate samples were sent to the end user. Crusting techniques were discussed with the end user and they were advised to contact convatec and/or nurse or hcp if the issue did not resolve. No additional patient/event details are known at this time. A return sample is not expected. (B)(4). Note: the actual device of event is unknown, so the date used was the date convatec became aware.